Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the pump set leaked at the cartridge during feeding.

Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. One used sample was received for evaluation. A visual and functional evaluation was completed and confirmed a detached line from the cassette. The root cause will be considered as related to manufacturing/ production process however, this reported condition does not represent a marked trend for this part number so a formal investigation will be not be issued at this time. This complaint will be closed with no further action and will be used for tracking and trending purposes.